Event description:
Reporter indicated the vns pt exhibited symptoms of sleep apnea (making noises in their sleep and excessive snoring). Treating neurologist reported that the pt is scheduled for a sleep study for further evaluation of possible sleep apnea. Neurologist indicated that the relationship between the reported event and the vns therapy system was unknown and that the pt likely had sleep apnea (undiagnosed) prior to vns implant.